Event description:
It was reported that the pump was submerged under water and was no longer responsive. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate pump for insulin therapy.